Manufacturer narrative:
A sample has not been returned for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that the metal part of the trocar cannula detached when removing the infusion cannula during surgery. The tip of the infusion cannula and the metal part were attached to each other. The procedure was completed with no harm to the pt.